Event description:
The customer reported that the unit was alarming that it was operating on backup battery power while it was plugged into ac power. The customer reported the unit was in use on a patient, and there was no patient harm. The manufacturer's service technician was able to duplicate the customer reported problem. During testing the service technician plugged the ventilator into an ac power outlet and noted that the mains power led did not illuminate. The service technician replaced the power cord to correct the finding. Extended self testing (est) was completed and all tests passed per operating specifications.